Manufacturer narrative:
Culture reports were requested to help with the case investigation; however, they were not provided. As a result, the pathology finding of a possible infectious process could not be confirmed. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The case assessment based on the provided information identified the likely cause of the event to be an infectious process; a link between the reported event and the graft was not identified during the case assessment.

Event description:
Approximately five months post peroneal tendon repair with orthadapt augmentation the patient experienced pain, erythema and swelling over the repair site. The graft was explanted approximately six months post repair; at the time of explant, the physician noted the native tissue had healed.